Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient stated the alleged issue began on (B)(6) 2011 at approximately 7:15pm. The patient reported a blood glucose reading of "83mg/dl" with the subject meter which he felt was lower than another reading of "199mg/dl" performed on the same meter on an unknown date and time. The patient could not confirm if the latter result was from a test performed on that same day. The patient stated he manages his diabetes with a half pill of glipizide 5mg, three times per day. The patient reported that he tested prior to supper and obtained the reading of "83mg/dl" but did not experience any symptoms. The patient also informed the cca that he takes his medication 30 minutes after meals and continued with his normal regimen. The patient claimed that approximately 15 hours later, on the following day, he developed symptoms of "blurred vision and shaking," drank orange juice and felt better afterwards. The patient could not recall any results from tests performed using the subject meter on this day. The patient told the mss that he feels the subject meter is now working properly and although he received the new meter he has continued to use the subject meter. At the time of troubleshooting, the cca noted that subject meter was set to the correct unit of measure and the sample was obtained from the same, approved site. The patient informed the mss that he performed a control test and the result fell within the range printed on the subject vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.